Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis (fa) representative (rep) received the alleged faulty vela main pcba (printed circuit board assembly for evaluation. The carefusion fa rep installed the component in a known good unit and powered in operating mode for testing. The carefusion fa rep reported the problem of dac/adc (digital-to-analog count/analog-to-digital count) error eight (8) twenty-four (24) vdc (voltage direct current) power supply was unable to be duplicated. Voltage counts shall be between three-thousand twenty (3120) and three-thousand four hundred thirty-one (3431) (3.81 to 4.12 vdc). The measured voltage was 3.71 vdc. The carefusion fa rep reported this voltage indicated beginning failure of known issue that is being addressed through an internal investigation.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the defective will not be returned unless a replacement is provided by carefusion. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (vent inoperable) alarms while using the vela ventilator. The issue occurred during patient use and was immediately taken out of service. The customer reported having taken the suspect device off and placed on a known good ventilator. The customer reported the alarms were on and audible at the time of the event. The customer reported calibrations on the suspect device, but only to have repeated failure. The customer reported the turb diff (turbine differential) xdcr (transducer) test failed. The customer reported the incident occurred immediately when the ventilator was powered on. There are no known reports of patient consequence associated with this event.